Event description:
This case was initially received via regulatory authority (B)(4) on 25-apr-2017 this spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("intermenstrual bleeding/more abundant menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain on sexual intercourse"), depression ("constant state of depression") with libido decreased, loss of libido and fatigue, disturbance in attention ("significantly impaired capacity to concentrate"), visual impairment ("significantly impaired capacity to read") and menstruation irregular ("irregular menstrual periods"). The patient will be treated with surgery (salpingectomy - procedure scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the metrorrhagia, dyspareunia, depression, disturbance in attention, visual impairment and menstruation irregular outcome was unknown. The reporter provided no causality assessment for depression, disturbance in attention, dyspareunia, menstruation irregular, metrorrhagia and visual impairment with essure. Further company follow-up with the regulatory authority is not possible. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented abundant menstrual bleeding, intermenstrual bleeding (seen as menorrhagia). A salpingectomy procedure is scheduled for (B)(6) 2017. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure's insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the event occurred after insertion. Considering the event's nature and the compatible temporal relationship the causality cannot be excluded. The case was regarded as incident since an intervention will be required. The product technical analysis has been sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was initially received via (B)(6) ((B)(4)) on 25-apr-2017. The most recent information was received on 06-jun-2017. This spontaneous case was reported by a consumer and describes the occurrence of metrorrhagia ("intermenstrual bleeding/more abundant menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2012, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("pain on sexual intercourse"), depression ("constant state of depression") with libido decreased, loss of libido and fatigue, disturbance in attention ("significantly impaired capacity to concentrate"), visual impairment ("significantly impaired capacity to read") and menstruation irregular ("irregular menstrual periods"). The patient was treated with surgery (salpingectomy - procedure scheduled for (B)(6) 2017). Essure treatment was ongoing at the time of the report. At the time of the report, the metrorrhagia, dyspareunia, depression, disturbance in attention, visual impairment and menstruation irregular outcome was unknown. The reporter provided no causality assessment for depression, disturbance in attention, dyspareunia, menstruation irregular, metrorrhagia and visual impairment with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 07-jun-2017 for the following meddra preferred term: metrorrhagia. The analysis in the global safety database revealed 39 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.